Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest before placement, the foley catheter balloon part bulging at ratio of 10:0. So, the use was refrained from it. Per investigator's notification received on 24mar2025, it was reported that the returned syringe did not deflate during sample evaluation.

Manufacturer narrative:
The reported event was confirmed. Received four (4) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector and its packaging. Received one (1) used all-silicone temp sensing foley catheter with sample port connector and syringe without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 100:0 as compared to attachment 1 of tm0300903 (rev 3). The balloon did not passively deflate in under five (5) minutes. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest before placement, the foley catheter balloon part bulging at ratio of 10:0. So, the use was refrained from it. Per investigator's notification received on 24mar2025, it was reported that the returned syringe did not deflate during sample evaluation.